Manufacturer narrative:
Analysis of the handpiece found the device was not working. Information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via manufacturer representative reported that the device overheated. There was no intervention performed. This was not the first time the device was used. There was no patient impact.